Event description:
Malfunction: rebooted system twice. The nurse reported a system message displayed twice when attempting to connect the light probe. The system was rebooted each time to clear the system message. No pt injury was reported.

Manufacturer narrative:
The customer did not request service. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unk at this time. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. (B) (4). (B) (4). (B) (4).